Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the error was resolved after cleaning the electrical contacts of the scope therefore it is likely dirt or debris temporarily adhered to the contacts. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. The error no longer occurred once a different scope was used with the subject device. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the "b30" and "e216" error messages were occurring. This report is submitted due to a report of the b30 error. There was no patient injury, associated with the problem, reported to olympus.